Event description:
The guide was inserted into the left main. An ave 8.0mm stent and balloon was used with the guide for an ostio low anterior descending lesion. The stent would not release/deploy from the balloon. When the physician attempted to remove the balloon (with stent still attached), the guide was forced toward the wall of the heart causing a dissection. The product was discarded. The pt was sent to surgery, no further info was provided.